Event description:
Physician reported that he was having problems interrogating and programming patient's device. He kept getting an error message, but he could not tell which one. Good faith attempts to obtain additional information has been unsuccessful. The cause of difficulty to program is unknown at this time.